Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the caller that during a follow-up visit at the clinic, the right ventricular (rv) lead showed no capture. The rv had dislodged. The physician decided to re-position the lead. The lead remains in use. No patient complications have been reported as a result of this event.